Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion, occlusion test, prime test and the excessive no delivery test or test the operating currents, off no power alarm, the sensor feature, meter bg now alarm, low glucose sensor alert and low/high predictive alarm due to no button response. The insulin pump had a cracked case at display window corner. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported having problems with the insulin pump and while changing the sensor his blood glucose meter alarmed. The caller stated that the insulin pump was exposed to moisture because he was sweating while mowing the lawn, and the device alarmed button error. During the call, the customer mentioned experiencing several low blood glucose episodes and has blacked out several times. The customer stated that the paramedics have been called several times for low blood glucose events, and his doctor is aware of the problem. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.